Manufacturer narrative:
One 18ga pro-mag biopsy needle was returned for evaluation. It was visually confirmed that the tip of the needle was broken off at an angle. The customer stated that the needle hit the inferior pubi rami on the way to the prostrate. The needle was re-positioned; however, no sample was obtained. It was later discovered via x-ray that the needle tip had broken off in the patient. The most probable cause for the breakage issue was due to the device hitting a bone. A review of the device history record was conducted. There were no indications the product was manufactured incorrectly. This issue was most likely the result of an error in the user environment.

Event description:
Biopsy needle hit the inferior pubic rami on the way in to the prostate. It was withdrawn and re positioned. This is not an uncommon event. After the needle was re positioned a biopsy was taken but no core was obtained. On closer inspection the true cut core part of the needle was not in situ. The needle was changed and the biopsies obtained. On x-ray afterwards the needle tip can be seen in the perineum adjacent to the inferior pubic rami on the patient¿s right side.